Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead "a" has severe compression about 20.5 cm from stim end. Continuity passed and resistance less than 4 ohms in all channels. Lead "b" was returned incomplete. Lead has kinked wire(s) about 9 cm from stim end. Lead is kinked with all wires broken about 18 cm from stim end. Lead has compression damage about 20 cm from stim end. Lead is separated with all wires broken about 10 cm from terminal end. The loss of stimulation may be attributed to the broken wires. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
Device 2 of 2. See MFR report 1627487-2010-01521. The pt received her scs system on (B)(6) 2007. It was reported that the pt suffered a fall on (B)(6) 2009 and subsequently lost stimulation. Reprogramming was attempted without success. The pt¿s ipg and leads were explanted on (B)(6) 2009 and returned to the MFR for eval. No further info is available.